Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20460189/20722970, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-4319, batch/lot number: 20140612, model/catalog description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing electrical sensations and losing mobility down the legs causing spasms even if the stimulation was off. It was also noted that the patient had difficulty turning off and on the spinal cord stimulator (scs). Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing electrical sensations and losing mobility down the legs causing spasms even if the stimulation was off. It was also noted that the patient had difficulty turning off and on the spinal cord stimulator (scs). Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn:(B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2408-56 (sn: (B)(4)) device evaluation indicated that the complaint was not verified. Visual/x-ray inspections and continuity check found no anomalies. Sc-4319 (ln: 20140612) device evaluation indicated that the complaint was not verified. Visual/x-ray inspections found no anomalies.